Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00476324. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, device evaluation was completed. Device evaluation summary. During the evaluation of the sample, it was noticed to be ruptured. Creases were found within the damage. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: bilateral breast implant rupture, bilateral capsular contracture; baker grade iii, and left side breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00476324. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture, bilateral capsular contracture; baker grade iii, and left side breast mass. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3503001bc; serial number (B)(4) on the right side and catalog number 3503001bc; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.